Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found an external abrasion breaching the outer insulation proximal to suture sleeve tie impressions consistent with friction to the device can. The cause of the reported event was due to exposure of the outer coil at the abrasion zone.

Event description:
Related manufacturer report number: 2017865-2021-30821. It was reported that during an in-clinic follow-up, there were episodes of p-wave sensing amplitude variation and noise on the right atrial (ra) channel. The ra lead and the device were explanted and replaced to resolve the event. No insulation anomalies were noted on the ra lead during the explant procedure. The patient was stable and will continue to be monitored.